Event description:
The pt was implanted with bilateral siltex low bleed gel-filled mammary prostheses in 2000 for reconstruction of their breasts. In 2000, the pt developed an infection. Culture results were positive for staph aureus. The devices were removed in 2000. The pt later died in 2000 due to septic shock (toxic shock syndrome) and multiple organ failure.

Event description:
The pt was implanted with bilateral siltex low bleed gel-filled mammary prostheses in 2000 for augmentation (not reconstruction as previously reported).